Event description:
The customer reported that the system lost some patient images. There is no report of patient injury associated with this event.

Manufacturer narrative:
The customer canceled the service call.